Event description:
Additional batch provided: 3144638.

Manufacturer narrative:
Pr (B)(4) - follow up MDR for additional information and device evaluation b4: updated with additional batch information. Device evaluation: it was reported the needle seemed clogged. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows three needle assemblies with no packaging blisters placed on top of a top web from lot 3083959. No other information could be obtained from the photo. Without the actual physical sample analysis, a probable root cause could not be offered. A device history record review was completed for provided material number 305107, lots 3083959 and 3144638. The review did not reveal any detected quality issues during the production of these lots that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the photo sample analysis the symptom reported by the customer could not be confirmed. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Manufacture narrative.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. H3 other text : see h10 manufacture narrative

Event description:
The product "seems to be covered and requires change (...)" -- describe patient / (hcp) / user impact not reported -- a technovigilance case associated with the use of the product hypodermic probe 30gx1/2 ref.305107, in which we indicate that at the time of use of the medical device the following is observed "it seems to be clogged and requires change (...)"